Event description:
Information was received from a health care provider (hcp) through a study regarding a patient receiving intrathecal dilaudid 5.0 mg/ml at 4.3030 mg/day. The indication for use was non-malignant pain. The programming date from the most recent refill prior to the event was (B)(6) 2015. The patient had an MRI on (B)(6) 2015; motor stall and recovery occurred with no interruption of therapy. Device interrogation/device data resulted in motor and recovery on (B)(6) 2015. Interventions that occurred included "restart pump" on (B)(6) 2015. The event resolved without sequelae on (B)(6) 2015. The event was related to the device or therapy; it was not related to the implant procedure.

Event description:
Additional information was received from a hcp via the study. It was reported the patient was receiving dilaudid 5mg/ml at 3mg/day. The length of the motor stall was 2 hours and 15 minutes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.